Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the cardiac resynchronization therapy (crt) implant procedure, the patient experienced a perforation of the middle cardiac vein (mcv). It was noted while advancing the left ventricular (lv) lead toward the anterior lateral vessel, the catheter dislocated several times, requiring repeated cannulation and the lead penetrated the vessel. The physician added the repeated cannulation may have damaged the mcv and decided to leave the lv lead penetrating the vessel because the lead was serving as a sealing for the hemorrhage. The patient remained hospitalized and the physician will continue to monitor the patient's condition. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.